Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Bilateral pt was revised to address pain. Skin rash around both incision areas was reported. Both joints showed evidence of metalosis and tissue response. The acetabular cups were loose.

Manufacturer narrative:
(B)(4) - litigation papers allege as a result of one or more of the asr implants, the patient was caused to suffer and sustain injuries of a permanent nature; to endure pain and suffering and is unable to attend to his normal affairs and duties for an indefinite period of time. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.